Event description:
It was reported that in central processing, frayed cables were identified on the fenestrated bipolar forceps instrument. The device was not used on a patient and there was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found the instrument's pitch cable to be broken at the proximal clevis hub. The clevis did not exhibit any wear. Broken strands were observed to be sticking out at the wrist of the instrument. The other cables at the wrist of the instrument were undamaged. Failure analysis investigation also found the following additional damages: the instrument's grip tips had mechanical indentations/burrs at the edges. Failure analysis concluded that the mechanical indentations/burrs damage may be due to mishandling/misuse. In addition, the distal end of the instrument's main tube had various scratch marks/abrasions with light material removal. The scratches were not aligned with the tube axis. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the broken cable and additional finding of the various scratch marks on the main tube with light material removal found during failure analysis if to recur could cause or contribute to an adverse event.